Event description:
The facility reported a flo-gard infusion pump which chewed up the tubing and interrupted an infusion of rituxan on a (B) (6) male patient in the facility's infusion suite. The intended infusion was 500ml of rituxan over a 6 hour period. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Follow up MDR: customer report "the line was cut" was not confirmed. Rec'd (1) triple dpt kit. Tubing male connector was missing at distal end of cvp pressure line (blue label) rather than tubing was cut. The tubing length was measured 11.14". Spec. Is 11 +/-.25" per drawing rev. M. It seemed the tubing was in original length. No indication of bonding solvent was visible at the tubing end. The tubing was at its original length without indication of bonding solvent suggested that the male connector had not been bonded to the tubing.

Event description:
It was reported that the line was cut..